Event description:
The implant (altis sling) was opened and soaked in saline. Dr. Attempted to implant it and, according to the doctor, the "product was defective". The materials management team was notified but a new sling was not available in the hospital. The representative was called and was able to courier a new sling from a different hospital. The representative and new sling arrived at the hospital and the surgery was completed. There was no harm to patient but this issue did cause a delay. Manufacturer response: for atlas sling, (brand not provided) (per site reporter). Product is available to be returned to the manufacturer.